Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue was confirmed. The reported kink at the hub was not confirmed; however, there was a bend near the hub that was likely reported as a kink. Partial stent apposition could not be replicated in the testing environment as it was based on the operational circumstances. Based on visual and functional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency;

Event description:
It was reported that the procedure was to treat a tight lesion, but non tortuous vessel in the mid right coronary artery. After placement of a balance middleweight guide wire and pre-dilatation with a 2.25x12 mm trek balloon, the 2.5x12 mm xience prime stent delivery system (sds) was delivered to the lesion. Difficulty was experienced during inflation of the xience prime sds and the proximal shaft of the sds was observed to be kinked. The stent implant was deployed; however, not fully apposed to the vessel wall. Post-dilatation was performed with a 2.25x15 mm nc voyager successfully to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.